Manufacturer narrative:
Received two representative units for the investigation. Our quality engineer visually inspected the returned units and could not confirm any defect as the samples met mfg specifications. The device history was reviewed and no irregularities were noted during the lot's mfg. Conclusions - the engineer concludes that this type of defect could be caused by the gap that is greater than 2 mm that resulted in the tubing to detach from the nozzle of drip chamber during application. The gap between the tubing and drip chamber is caused by an uneven cutting edge of the tubing by the mfg process and an over-sight during the outgoing inspection to check for no gap between tubing and drip chamber. Corrective actions taken include the updating of the procedure to increase inspection for no gap between the tubing and the drip chamber, re-training of production associates on the bonding process and providing first production lot number for actions taken for the previously mentioned actions. Change core pin for the nozzle of drip chamber, re-qualify molding process of the drip chamber and the ad-set assembly. (B) (4). (B) (4).

Event description:
The adset tubing disconnected from the drip chamber.